Event description:
Rn was attempting to activate the instant hot pack. It wouldn't pop to activate without a large amount of force. In the process when item finally "activated", the package ruptured and the contents came out. The contents burned the rn. Shortly after another instant hot pack ruptured. FDA safety report ID# (B)(4).